Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Reportedly, the customer required assistance addressing bg. No additional information was provided by the customer and the customer declined troubleshooting with tandem technical support.